Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was that the recharger was not charging the ins at all. Pt stated that two different error messages were appearing when trying to recharge the ins. Pt stated that one message said that it could not finish or something and to contact mdt with rm06 and that the other message was rm03. Pss understood that two system problem messages were appearing when trying to recharge the ins. Pss had the pt reset the controller, clean the recharger connector pins, clear the controller port of any possible debris and then attempt to recharge the ins. Pt confirmed seeing the normal recharging screen with the controller battery at 90% and the ins battery at 40% with recharging excellent indicated. Pt also confirmed seeing the green light flashing on the controller. Pt stated that the ins wouldn't stay charging and that it would stop in the middle of recharging and display an error code. Pt stated that the rep had them reset the controller a couple times, however the issue would happen again after charging the ins for a couple minutes. Pt stated that the other day it said terminated when they were recharging the ins. Pt then stated that the controller battery went to 80% and the ins went up to 50%. By the end of the call, the ins went up to 60% and the equipment was working as intended. Pt noted that they needed the ins as they were on their feet constantly as they worked ten hour days in a factory around a lot of machines six or seven days a week; pt confirmed that they were not around any emi. Pt stated that the ins worked a lot for them. Pt stated that they thought that the last two times the issue happened while recharging the ins, it was around 9 or 9:30 pm. Pss advised the pt to monitor the equipment/ins recharging and call ps back if needed. The troubleshooting steps that were taken on the call resolved the issue. The patient called back and stated that she's had problems with charging the implant for a while and has spoken to their manufacturer representative (rep) a couple times and tried different things, but it would only work for maybe 20 minutes and then an error would come up. Patient does not remember what the error messages were. Patient said now it won't charge at all and doesn't work. Patient services (pss) began troubleshooting with patient and asked if there was visible damage to the equipment. Patient stated there was damage to the cord on the recharger where it connects to the antenna. Patient added that one time back in november it got really really hot, and they had to pull it off quickly before it burned them. Patient said they haven't tried charging since then and haven't been able to get ahold of anyone for assistance. Patient confirmed the controller was charging from ac power supply but showed "memory problem.". A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed the following rtm failure: no device found. Also found that the insulation was pulling out of rtm donut and that the cable insulation was torn. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.